Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. It was noted that the patient did not receive therapy during the oversensing. No device intervention was performed but programming changes were discussed.